Event description:
Grey lumen of PICC [peripherally inserted central catheter] line started to leak while flushing it. In the past year, we have been escalating these leaking PICC issues to bd medical. Upon their investigations, they state the PICC line is leaking/failing because of the securement device. Both products are available to be evaluated by interrad.